Event description:
It was reported that the foley catheter fell out after the surgery.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of the inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest for 30 minutes with no observed leaks. The catheter was passively deflated with no issues. This meets specification per inspection procedure which states, "cuts in lumens are not allowed." No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients·patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter."corrections: d, h.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out after the surgery.